Event description:
It was reported that the insulin pump alarmed, indicating a compromised force sensor system, and that insulin was "squirting" out during the manual prime process. Upon inspection, it was found that the insulin pump had a protruding drive support cap. The blood glucose reading was unknown. The caller advised that a new insulin pump would be used. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.